Event description:
The maryland bipolar forceps instrument was an incidental return and there was no allegation made against this product. Intuitive surgical, inc. (Isi) contacted the initial reporter and was not able to obtain any additional information regarding the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument. There was no allegation made against this product. Failure analysis completed the device evaluation and found a defect that was not reported by the customer. The instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be lifted off, exposing the bare wire. No material appeared to be missing. The electrical continuity test still passed. No thermal damage was observed. The root cause of the insulation damage to the conductor wire is attributed to a component failure. A review of the device logs for the maryland bipolar forceps (part# 471172-16 / lot/serial# n10200629-0024) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4) for a right hemicolectomy procedure. There were 8 uses remaining after this last usage. No photo or video was provided by the site for review. This complaint is considered a reportable event due to the following conclusion: failure analysis found the maryland bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.